Event description:
Nurse from facility called and stated pt fell out of bed frame (this patient has a hilo bed frame right now and it's not lowering as it should. Therefore this bed frame needs to be exchanged). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).